Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 400mcg/ml at 68.25mcg/day, dilaudid 8mg/ml at 1.365mg/day and bupivacaine 10 mg/ml at 1.706 mg via an implantable pump. The patient¿s medical history included previous back surgery, previous pump replacement and previous gallbladder surgery. It was reported the patient was no longer receiving therapy. The patient underwent surgery for a csf leak. The patient had not reported a fall or anything that would have contributed to the anchor issue. No troubleshooting was done. When the patient was opened in preparation for removal of the entire catheter, the anchor issue was noticed. Prior to surgery, the expectation was to entirely remove the old catheter and replace with a new one. During the surgery it was disc overed that the anchor had become detached and there was a significant csf leak at the site. The physician decided to remove the segment to the point of the anchor, add a new spinal segment, and then connect this to the existing segment. The new spinal segment placed and due to supply issues they opened an 8784 in order to use the catheter connect. This connect piece was defective and the physician was unable to get it attached to the catheter(the connect piece had not been deployed). They opened a new 8784 to use that catheter piece and were able to proceed with the procedure. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013 product type catheter product ID 8784; serial# (B)(4). Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-apr-2015, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(4), ubd: 27-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter revealed, pin connector, collet pre-locked or detached or missing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.